Manufacturer narrative:
(B)(4). The customer returned one 20ga arterial catheter for analysis, which contradicts the catheter dimensions reported by the customer (18ga). Three attempts were made to clarify this discrepancy with the customer; however, no response was provided. Therefore, the circumstances cannot be verified. Definite signs of use were observed inside the catheter body. Visual analysis of the catheter did not reveal any major defects or anomalies. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "thread tip of catheter over guidewire." A lab inventory guide wire (outer diameter measured 0.0175") was threaded through the catheter. No resistance was encountered. The catheter was additionally flushed using a lab inventory syringe to identify any blockages. The catheter flushed as intended. Performed per IFU statement, "maintain catheter patency according to institutional policies, procedures and practice guidelines". A device history record review was performed on the reported finished good, and no relevant findings were identified. The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The IFU also states, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations.". The report of a blocked catheter was not confirmed through analysis of the returned sample. The customer returned a 20ga arterial catheter, which contradicts the customer report of an 18ga catheter. No blockages, obstructions, obvious defects or anomalies were observed on the returned catheter. A device history record review was performed on the reported finished good, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "an incident occurred on (B)(6) 2025 at the (B)(6) hospital in toulouse. It was observed that the catheter malfunctioned after 24 hours of use it was impossible to flush or sample blood." The device was replaced. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "an incident occurred on (B)(6) 2025 at the (B)(6) hospital in toulouse. It was observed that the catheter malfunctioned after 24 hours of use it was impossible to flush or sample blood." The device was replaced. There was no medical intervention required. The patient's current condition is reported as "fine".